Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a perforation and subsequent pericardial effusion with tamponade occured and the patient expired. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa. When the pigtail catheter was removed from the was, the was perforated the laa resulting in pericardial effusion with tamponade. The patient's blood pressure dropped to 50hgmm. The physician immediately deployed a 30mm watchman ® laa closure device, but did not release it. The tamponade was treated by draining the pericardial space. The patient was stabilized, their blood pressure recovered. When the cardiac surgeons arrived the closure device was recaptured and removed. The cardiac surgeons were treating the patient thereafter. The cardiac surgeon applied a clamp on the appendage to stop the bleeding. As the heart was beating and the surgeon held the clamp firmly, the appendage was "partially torn down" damaged. After a long surgery the patient was stabilized, however, the day after the patient passed away due to bleeding.